Manufacturer narrative:
Unable to confirm serial number. (B)(4). A follow-up report will be submitted upon completion of the investigation. It was alleged that the signal freeze on the live monitor in the exam room has caused the end user to miss out the real time information and it could cause serious injury or death if it goes unnoticed. According to the customer, a fluoroscopy confirmed ventricular fibrillation and a cardiac massage was carried out and a defibrillation was performed on the patient. It was reported by the customer that the patient is stable.

Event description:
The customer reported that the ECG and ibp (invasive blood pressure) waveform signals freeze on the live monitor in the exam room, indicating normal ibp pressure and ECG waveforms. However in the control room, the monitor shows vf(ventricular fibrillation). The device was in clinical use for patient monitoring at the time the reported issue was discovered. The patient¿s heart stopped beating at the time of the incident.

Manufacturer narrative:
H10: the device failed to work as expected by the customer. A philips field service engineer (fse) was dispatched to the customer's site to address the reported problem. Subsequent information received from the (fse) indicated that on (B)(6) 2018 @1830 in cath lab 1, the patient went in for an angiogram kiv pci with oct (optic coherence tomography) and during the oct procedure, while injecting contrast, the cardiac technician in the control room informed the patient¿s ECG rhythm changed to st elevated. Simultaneous injection with advancement of dragonfly cath resulted in ventricular fibrillaton (vf) but the waveform signal for the hemodynamic screen inside the exam room showed a normal sinus rhythm with a bp of 140/60. At that moment, the screen display was already frozen. The cardiac technician in the control area shouted vf and the cardiologist saw the patient¿s eyes already rolling up and straight away CPR was given. The cardiologist confirmed vf under fluoroscopy and direct current cardioversion (dcc) given 200 joules by staff nurse and the patients ECG reverted back to normal. The hemodynamic live display in the control room was turned to face the examination room and the pci procedure continued until the case was completed. The patient was reported as stable after the procedure. The device evaluation was performed by the fse on the actual device involved in this complaint. The reported problem was confirmed. The fse also provided log files for further review. A clinical review of these files was performed by a clinical product specialist 4. There was nothing relevant found.the fse replaced the flex cardio device. It was reported by the fse that field action was performed to upgrade the sw to 1.5.16.0322 on 29-sep-18 for both the xper flex cardio and the front end. According to the fse, the flex cardio fc2010 was replaced but the frozen ECG and ibp remained. The fse then reloaded the software for xims and downgraded the xper flex cardio and front end fc2010 to the previous version. The replacement device passed all functional testing. There have been no further communications from the customer regarding this issue. No further action or investigation is warranted based on the available information at the time of complaint closure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.